Manufacturer narrative:
(B)(4).

Event description:
Information was received indicating that immediately on use, a smiths medical cadd solis vip pump exhibited no cassette detected error. It was also reported that it was attempted several times and the same message appeared. Subsequently, the pump was replaced, and infusion was able to be completed. No adverse effects were reported.

Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the reported issue was able to be duplicated. The dso seal was bubbled which caused this issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the reported issue was able to be duplicated. The dso seal was bubbled which caused this issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the reported issue was able to be duplicated. The dso seal was bubbled which caused this issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.